Manufacturer narrative:
In use at the time of the event:CGM model: G7.Mobile OS: Android / Android_Galaxy A52 5G / 2.8 / Android 16.

Event description:
It was reported that a cartridge did not fit onto the pump. Reportedly, there was an O-ring from a previous cartridge on the pneumatic tap. The customer removed the O-ring. A cartridge change was performed resolving the issue. There was no reported impact to the customer¿s blood glucose level.